Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Blood - face [skin haemorrhage]. Painful - face [facial pain]. Brush head left mouth and touched on face without brush head [device breakage]. Case description: consumer contacted via e-mail and stated that he/she was trying to brush his/her teeth and after that the brush head left his/her mouth and touched on his/her face without the brush head. No serious injury was reported.